Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a dilated left atrium, and a mean pressure gradient of 2mmhg. A steerable guide catheter (sgc) (31109r2061) and an xtw clip (31113r1106) were inserted. The clip was deployed on the mitral valve, however, after deployment, it opened to roughly 20 degrees. It was noted the clip remained stable on both leaflet. To stabilize the opened clip, a second xtw clip (31127a1070) was inserted and advanced under the mitral valve. However, during clip insertion into the sgc, resistance was felt. It was noted the sgc had a bend or an s curve. However, the clip became caught in the chordae and was unable to be removed. Troubleshooting maneuvers were preformed, but the issue was unable to be resolved. Although still attached to the chordae, the clip able to be deployed on both leaflets. Mr reduced to a grade of 3. However, the gradient increased to 6mmhg. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during clip delivery system (cds) advancement into the steerable guide catheter (sgc), resistance was felt due to tortuous anatomy. It was noted the sgc had a bend or an s curve, resulting in difficulty advancing the cds prior to exiting the tip. Upon removal of the sgc, there was no deformation due to compressive stress noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to insert (cds into sgc), clip caught in chordae, and mitral stenosis were unable to be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction to h6: medical device problem code: 1316 difficult to insert was removed.